Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was an issue with intermittent power and the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/16/2014 with the following findings: there were unexplained pump reboot events observed in the pump¿s black box. The battery compartment was cracked between the bumper pad and the cover and from threads to the bumper pad. The returned battery cap had stripped threads and was unable to fully secure to the pump. The pump reboots were duplicated with the returned battery cap. A new test battery cap was able to carefully secure to the pump and was used with returned cartridge cap to complete a 24 hour duration test. No power interruptions were duplicated with the test battery cap. The pump cover was removed and no evidence of internal moisture or damage to the power circuit was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.